Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-52 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance of greater than 2500 ohms. During the rv lead replacement procedure, the device was extracted to disconnect the rv lead, in which it was noted that the helix would not retract. The device was slowly rotated as the rv lead was being pulled at the same time. After approximately 5 minutes, the rv lead was fully disconnected. It was also noted that the end of the rv coil was damaged as it was disconnected by rotating the device. Before extracting the rv lead from the vein completely, it was used as a guide to insert a wire. Once the wire was inserted, the rv lead was extracted. A new rv lead was inserted and positioned successfully using the wire. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.